Event description:
It is reported that two hours after initial surgery in 2007, the pt was diagnosed with a femoral fracture which resulted in a complete revision and adding of cables on the same day.

Manufacturer narrative:
Evaluation summary: the explanted device was not returned for evaluation. It is unlikely that the implant was directly involved with a fracture in the femur. With the info available, the probable cause of this fracture cannot be determined. Factors that could be involved include excessive impaction of the stem, improper femur preparation (i.e. Reamed canal), and the natural variation in bone material properties. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.